Event description:
The cardiologist attempted arteriotomy closure of the left femoral artery with a techstar xl 6 device. Upon deployment, both needles stalled in the artery wall; back-down was unsuccessful. The pt was taken to operating room to have the device extracted. Surgery was successful, the pt is fine. Reports from the field noted that the pt was very large.